Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has only 6 electrodes in the cochlea, as confirmed by x-ray. The patient has only been able to use 6 electrodes since switch-on in 2011. Re-insertion surgery is to be attempted, but the date is yet unknown.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode was found partially outside of cochlea, as confirmed by diagnostic imaging. Possibly to reduce the risk of infection it was decided to explant the device and re-implant with a new one. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient has only 6 electrodes in the cochlea, as confirmed by x-ray. The patient has only been able to use 6 electrodes since switch-on in 2011. Re-insertion surgery is to be attempted, but the date is yet unknown. According to the device implant registration card, a complete insertion was achieved at implantation. The patient was re-implanted on (B)(6) 2016. It was stated in the device explantation report that no damage was observed before device removal.